Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 385mg/dl. The customer also indicated that the display is blank. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Customer indicated that the battery cap was rusted and was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem. Customer declined high blood glucose troubleshooting. No further details given.